Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation revealed that the right ventricular lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.